Event description:
New information received notes that the patient is in stable condition.

Event description:
New information received notes that the rv and ra leads were explanted due to failure to capture. It was not clear which lead was having no capture issue. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a cardiac tamponade complicated with cerebro vascular accident (cva) post ICD implant. The patient felt unwell and presented to the clinic with no capture. The physician believed the issue was within the patient's heart and having sarcoidosis. An x-ray was performed and revealed a perforation. Decrease impedance was also noted. All therapies were turned off and surgery was discussed. However, the patient's family opted to take the patient home and wait for a referral from another physician and was made aware of the consequences in delaying the explant.